Event description:
The patient stated that he has been experiencing low blood glucose in the morning and he stated "sometimes I don't wake up." He stated that in 2007, he had a "hypoglycemic attack" and he was incoherent. He stated that his blood glucose was "probably" below 20 mg/dl. He stated that his mother gave him sugar until he "came to." The pt stated that he began using a new blood pressure medication and he did not speak with the pharmacist about the possible affects on his blood glucose. He also stated that he "did not eat a snack and stayed up late and that's why my blood glucose was low." The pt's normal blood glucose is 75-140 mg/dl. His blood glucose was normal at the time of the report. The infusion device was replaced and requested to be returned for eval.